Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's father stated at around 6:20 ¿ 6:30 am on (B)(6) 2019 the parents heard a thud; about 15 minutes later at about 6:45 am when the patient did not come downstairs, they went up to check on him. On the way up the stairs the father¿s phone showed a cgm of about 75 mg/dl. They found the patient in his closet half sitting up and ¿totally out of it.¿ he was incoherent, had sweated through his shirt, and had apparently fallen. They fed him a large amount of sugar and took him to the emergency room (ER). By the time they arrived at 8:15 am he started to become aware. His bg in the ER was 142 or 148 mg/dl but the patient¿s app and the parents¿ follow app was showing a cgm value of 198 mg/dl. No further treatment was provided in the ER since his glucose was back in normal range by then. The father stated he did not know how long the device had been malfunctioning because due to the inaccuracy there was no alert for the patient¿s low threshold of 70 mg/dl. In the ER they calibrated the cgm and it was then showing correct values. At the time of the report the patient was having back pain and tightness due to the apparent fall. It took him about two days to recover and get his short-term memory loss back. At the time of the report the cgm was working properly after having been calibrated several times, and the patient was doing more frequent finger sticks to verify. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.